Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. Fifteen days after event onset, he patient presented to the emergency room and was hospitalized for the event. The patient was treated with unspecified medication (dose, route and frequency were not reported). The patient was discharged 12 days after hospital admission. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.